Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He states that the customer informed that the power cord of the equipment was stuck, but there were no casualties; on-site inspection revealed that the power cord was knotted, and after combing it smoothly, the power cord was retracted and pulled normally. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) power cord of the equipment was stuck. There was no patient involvement.